Manufacturer narrative:
The lot number was provided and the lot device history records were reviewed. The lot met all release criteria. The balloon catheter was received inserted into a 6fr introducer sheath. The distal end of the balloon was protruding out the distal end of the introducer sheath and was bunched. The distal tip of the introducer sheath was flared, and the proximal end of the introducer sheath was bunched, all of which likely indicate retraction issues. A complete circumferential break was observed in the outer catheter at the butt join. The catheter was stretched and twisted at the location of the break. The edges of the proximal end of the butt joint break were examined and observed to be jagged. The investigation is confirmed for a break at the butt joint and sheath retraction issues based upon the condition in which the sample was returned. It is possible that the balloon wasn't fully deflated before the user attempted to retract through the sheath which would lead to retraction difficulties. Per the reported event details, the catheter butt joint broke inside the sheath. It is likely that excessive force attempting to retract the balloon through the sheath caused the break. However, the definitive root cause for the retraction issues could not be determined based upon the available info. Specific warnings, precautions and directions for use of the dorado pta dilatation catheter are included in the current instruction for use.

Event description:
It was reported that the pta balloon catheter was difficult to retract through the sheath after the second inflation/deflation (atm unknown) in the sfa; therefore, the catheter and sheath were removed together as a single unit without incident. Another sheath and balloon catheter were used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information , the complainant / reporter was unable or unwilling to provide any further patient, product or procedural details to bard.